Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-2323bcc-1 with batch number 15018375 was received for investigation. Functional testing of the received parts driver assembly, o'ring with pull tab, and anchor found that the device does thread smoothly. Visual evaluation showed an anchor broken in two pieces and a slightly bent shaft. Efer to investigation photos -complaint is confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff surgery the anchor broke when it was implanted. The broken pieces were retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.